Event description:
It was reported pump was explanted and replaced because they could not refill or withdraw medication from the pump. Also, an underdose was reported that occurred 4 days post refill with mild increase baseline pain. A refill was done on (B)(6) 2010 and at this time they had no volume discrepancy and aspirated what was expected. Upon refill, the hcp was only able to fill the pump with 30ml of drug. It was noted there were no alarms and that programming was correct. The hcp noted difficulty filling or aspirating the reservoir. The pt complained that her medication was not helping as much over the weekend. Pt had gone to ER to check her vitals, which were fine. The hcp tried to aspirate the contents of the reservoir and was only able to get .5ml at a time and seemed to be getting air. The hcp tried a new refill kit and rotated the needle, but still had problems refilling. Imaging was performed. It was noted anterior, posterior, and lateral x-ray was done of the pump to visualize the bellows. The company representative indicated one side of the bellows was expanded and the other side was contacted. The pump contained fentanyl. Dose and concentration were unknown at the time of this report. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.